Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis with blood glucose level was above 597 mg/dl. The customer was assisted with troubleshooting. The customer was treated with took 20 units by pen, fluids and intravenous drip of insulin for high blood glucose and emergency visit to house followed by being taken to emergency and then admitted to intensive care unit in diabetic ketoacidosis. Customer was in the hospital for three days and did not had her insulin pump on. Customer stated that she had to go to the hospital for diabetic ketoacidosis on (B)(6) and was released on (B)(6). Customer was taken to the hospital by ambulance. Customer experienced symptoms such as nausea, difficulty breathing, and dry mouth. She was a brittle diabetic. Customer stated that auto mode feature was not active and automatically adjusting insulin at time of high blood glucose event. Customer reports they did contact their health care professional regarding the high blood glucose. Customer reported that they did not alleging insulin pump was under delivering. Customer reported that they perform displacement test and it was passed. The insulin pump will not be returned for analysis.